Manufacturer narrative:
Additional information received on 03/21/2023 reported that the patient experienced e. Coli sepsis, erosion, bladder lesions and mass, bacterial vaginosis, fecal incontinence, stool in vagina, utis, vaginal calcified stone with yellow discharge, cystitis, dysuria, and fistulas. The patient underwent vaginal mesh excision, the revision/repair of the vaginal cuff under general anesthesia, cystoscopy and turbt, physical therapy, cystoscopy, vaginoscopy, robotic-assisted laparoscopic low anterior resection with colorectal anastomosis, resection of colovaginal fistula and flexible sigmoidoscopy. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced severe pelvic pain, urinary urgency problems, incontinence, scarring, recurrence, colovaginal fistula, and difficulty with daily activities. Patient had the device explanted. Patient then had another surgical intervention.